Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scanning bin to issue narc produces error. Technical support specialist had stated that pharmacist was aware of the issue, and he had sent new cubie fill to facility to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported that a bd pyxis medbank tower was producing an error when scanning the bin to issue narc. Another nurse issued it successfully yesterday at 11:11pm.